Manufacturer narrative:
A 3i t3® non-platform switched tapered implant 4 x 11.5mm (bost411) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, however no damage identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The returned device was measured with a caliper (cal3845 (due: sep 12, 2022) and verified to match DHR drawing no pre-existing conditions were noted on the complaint. The reported devices was located on tooth #19 and was used the same day. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021. Information identified: warnings precautions potential adverse events. DHR review: DHR review was completed for the subject lot number (2020020249). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (2020020249) for similar event and no other complaint was identified. Review completed utilizing keywords: medical : other. Post market trend review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the doctor started placing implant in site 19. Ian canal was several mm apical to implant. Patient reported feeling pain upon insertion. Implant was not completely inserted to the crest. Cbct scan was taken and possible accessory canal was noted of the ian. Removed implant and placed a 4x10mm implant instead. Patient was not impacted due to the event.